Manufacturer narrative:
The field service engineer (fse) confirmed that the device seemed to have leaks. The issue could come from one solenoid or the data acquisition board. The field service engineer (fse) stated that despite the replacement of the printed circuit board assembly (pcba) data acquisition (daq) and the solenoid valve, the unit still had issues, and the electrical resistance test did not pass. The (fse) replaced the power cable to resolve the electrical issue found during servicing. The leak issue is still unresolved; information regarding the leak issue and patient involvement have been requested.

Manufacturer narrative:
The initial leak test issue and the electrical safety test failure were found during testing. There was no patient involvement or harm to a patient or user associated with either event. The (fse) replaced the power cable to resolve the electrical issue found during servicing. The da pcba and oxygen valve solenoid were replaced to address the failed leak test. The leak continued with the unit out of use. Field service engineer confirmed replacement of the complete gas delivery system (gds) module resolved the leak. Completed testing with the customer, the test was conclusive. The equipment is fully operational. The failed leak test was originally discovered during testing without patient involvement and as such would not meet reporting guidelines. The failed electrical safety test did not have patient involvement or result in injury and was due to a use error of using an non-approved third party power cord, as such it also does not meet reporting guidelines. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
Initial reporter: reporter phone number: (B)(6). Reporting institution phone number: (B)(6).

Event description:
The customer reported a technical malfunction. The field service engineer (fse) confirmed that the device seemed to have leaks. The issue could come from one solenoid or the data acquisition board. Further information is pending.